Event description:
The customer contacted physio-control to report that their device is powering itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio retained the device. The customer was provided with a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is powering itself off. There was no patient use associated with the reported issue.